Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration and breastfeeding difficulties are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and breastfeeding difficulties

Event description:
Patient reported "visible dislocation of the breast, even after implant replacement". Later patient reported "the breast is visibly higher, giving the impression that the implant has shifted, also feels much harder and there is a general feeling of a foreign body". This record is for the right side. Device was explanted and replaced.